Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed error code 1101 (check vent: ventilator restarted) in its device history or event log. The issue occurred during clinical use; however, no patient or user harm was reported. The service engineer noted that the error code indicated that the v60 ventilator restarted during a treatment. However, error code 1101 occurred alongside error code 3007 (software exception). The v60 service manual provides that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007, no action is required. The se did not perform any additional actions regarding the event. If additional information becomes available at a later date, a supplemental report will be submitted.